Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052) issue. It was reported that the patient experienced blood glucose over 250 mg/dl but less than 500 mg/dl without symptoms. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission: 08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: multiple call service 052 alarms were observed in the alarm history. The pump powered on with no alarms. During the rewind step, the pump gave a replace battery 128-fe88 alarm. Investigators were unable to perform further testing steps due to a recurring alarm. Unrelated to the original complaint, moisture was visible in the display. A crack was noted at the battery compartment. The pump leaked at a battery compartment and display lens. The pump was opened up and moisture damage was found on the printed circuit board.